Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In 2011, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. In (B)(6) 2011, the patient began remedial therapy with supacef (250 mg, ip in all bags) and amikacin (250 mg, once a day, ip). The patient remained hospitalized. The peritonitis was resolving and remedial therapy with supacef and amikacin was ongoing. The outcome of the break in aseptic technique was not reported. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse believed the peritonitis was unrelated to dianeal pd2 ultrabag therapy and the cause of the peritonitis was the break in aseptic technique. The nurse did not provide an opinion of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be user error-break in aseptic technique.